Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a rsa surgery had been performed on (B)(6) 2025, the patient experienced the disassociation of the 42mm reverse liner +3 l from the humeral spacer +9 large. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the poly, spacer and stem were removed. Another companies distal stem and tray were used to support the aetos baseplate and glenosphere. Current health status of patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the liner is heavily scratched and scuffed, the spacer is discolored and worn from use. The spacer has damage to the edges. All items are worn from use. The complaint description alleges product dislocated. Plastic is easily distorted when attempting to implant, especially when the mating surface that is rigid and harder than the plastic (e.g. Titanium, cocr, etc.). Surface finish damage (e.g. Dings, scratches, scuffs, rubs, etc.) And critical feature distortion (e.g. Warping, twisting, rupturing, etc.) Are sufficient to alter the measurements during evaluation. For this reason, no dimensional analysis will be conducted. If additional complaints for this batch are submitted, this file will be reviewed for trending purposes. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use for aetos¿ shoulder system revealed that modular components must be assembled securely to prevent disassociation. Avoid repeated assembly and disassembly of the modular components which could compromise a critical locking action of the components. Additionally, periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components. This has been identified as an intraoperative and postoperative precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.